Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. Should additional information become available, a follow-up report will be submitted. This is report 3 of 4 involved in this peritonitis event.

Event description:
This report was received from (B)(6) and is a spontaneous report by a consumer from (B)(6) of a patient who did not wear a mask and peritonitis in a patient coincident with dianeal pd4 ambuflex therapy for peritoneal dialysis (pd). During a call to baxter customer service, the following was reported. On an unreported date, the patient did not wear a mask, which resulted in peritonitis on (B)(6) 2011. On (B)(6) 2011, the patient was hospitalized due to the peritonitis. Treatment was not reported. At the time of this report, the patient was recovering from the event of peritonitis. The outcome for the event of did not wear a mask was not reported. Dianeal therapy was ongoing. The reporter did not provide an opinion of causality.

Manufacturer narrative:
(B)(4). A batch review was conducted for potentially associated lot numbers h11h15032, h11g26049 and h11f02083 and no exceptions were observed that were related to the reported condition. The problem was confirmed. The cause of the peritonitis was use error poor aseptic technique. The label review found the labeling adequate for the use error in this complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.